Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n431720004, implanted: (B)(6) 2014, product type: catheter.

Event description:
On 11-19-2015 additional information was received from a representative which confirmed the implanted products as pump 8637-20 serial (B)(4) and catheter 8781 lot n431720004. It was further provided regarding the report of that the daily dose was slightly higher or seemed to be a high dose meant that "the dose for this patient would be higher than usual dose for the other patient." There was no report of the patient having too much medication or being overdosed. The concentration and lot number of the gabalon was not known. No volume discrepancies occurred and "300 mcg/day was the reported volume." No further troubleshooting occurred. At this time the schedule of the replacement was not determined or provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Updated as surgical intervention now occurred.

Event description:
On 12-10-2015 information was received from a health care provider that as a catheter issue was suspected, a replacement catheter procedure was performed. The back of the patient was opened to check if there was issue with the catheter insertion site but there was no anomaly/issue confirmed. The catheter connector was disconnected to check patency of the catheter on the pump side (aspiration of baclofen from the catheter through the catheter access port (cap) was performed). There was no issue with the pump sided catheter. An attempt was made to draw cerebral spinal fluid (csf) from the spinal catheter, however, the fluid could not be aspirated. The suspected spinal catheter was therefore replaced with a new one. Csf was checked at each time when the new catheter was replaced and then fixed. Fluoroscopy was performed to be on the safe side and it was confirmed that the replaced catheter on the spinal cord side was appropriately positioned. The replacement procedure was completed without any issues. There was no causal relationship with the investigational drug, pump, and programmer. It remained unknown if there was causal relationship to the catheter or surgical procedure. The patient's outcome was now reported as recovered. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, lot# 431720004, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider regarding a patient who was receiving gabalon intrathecal via an implantable pump. The daily dose was noted as 300 micrograms (mg/day) with a dosing period of (B)(6) 2014 and continuing. The indications for use/underlying disease was noted as cerebral stroke/apoplexy. The patient's medical history, concomitant medications, gabalon concentration and lot number were not provided. On (B)(6) 2015, a refill was performed. The patient's daily dose was 300 mg/day and considering the patient had suffered from hemiplegia/unilateral paralysis and was capable of independent walking, the daily dose was slightly higher/seemed to be a high dose. "To make it sure", it was decided to perform a catheter contrast study. An attempt was made to draw cerebral spinal fluid (csf) from the catheter access port (cap), however, the fluid could not be aspirated. Although it may have been too early to affirm it to be a catheter problem, a catheter replacement before the end of this year was considered. The dose had been increased gradually, although the patient's condition did not become worse than before. It was reported that a catheter problem was suspected which was noted as not serious at this time. The onset date and outcome were unknown. This was reported as unrelated to the investigational drug, pump, and programmer but unknown if related to the catheter or procedure. Additional information was requested to clarify concentration, lot number, catheter model number, clarification of high dose, current status, and resolution but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.